Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1. No sample was provided for further evaluation. An approved project is in place to further address issues with leakage. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: detailed inquiry description: during dialysis treatment the streamline bloodline venous pod ruptured forcing blood through pod and into internal transducer of the machine. Upon termination of treatment and removal of lines a large amount of pressure caused blood to spill out onto the external portion of the machine. This happened twice on two different machines. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.